Manufacturer narrative:
Device evaluation is not necessary as migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported through clinic notes that the patient's generator had drifted prior to her generator and lead replacement. MFR. Report 1644487-2017-04710 previously reported a lead fracture and the associated vns revision. No further relevant information has been received to date.